Event description:
The customer contact reported the device did not deliver. On (B)(6) 2010 at 1400, the device was programmed for continuous delivery of tacrolimus 0.8 mg/100ml, at a rate of 4.2ml/hr, a 100ml container size, and the delivery was started. No further programming parameters were provided. On (B)(6) 2010 at an unspecified time during a routine check at the beginning of the shift, the nurse reported the display indicated it was delivering by the "moving arrows" and the "amount infused" was incrementing as expected. At 1400, the nurse reported the device indicated the delivery was complete; however, the solution container was full. The customer contact reported there were no device alarms. The customer contact reported the nurse then removed the tubing set from the pt to troubleshoot the issue and after the delivery was restarted, no fluid was noted from the distal end of the tubing set. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided, including if therapy was continued on a replacement device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).